Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the prime procedure at the fill cannula step. The blood glucose reading was 7 mmol/l. No significant events leading to the alarm were observed. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, and motor test. However, the insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed, may have had an intermittent failure that was not detected during testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.